Manufacturer narrative:
The complainant indicated that the guidewire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork could not be performed.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guidewire coating wore away at mid-wire. The target lesion was a moderately calcified and 70% stenotic lesion located in a non-tortuous iliac artery. The physician used a femoral artery access site. The guidewire was not manipulated through a metal entry needle. The polymer jacket came off and the hydrophilic coating lost it's slipperiness. None of the polymer jacket was left in the patient. The wire did not fracture during the procedure. The patient was asymptomatic during this event. The procedure was successfully completed with another manufacturer's guidewire. It was reported that there were no injuries or complications for the patient.